Event description:
It was reported that during a ptca/stenting treatment proceudre, the quantum maverick monorail balloon ruptured at 14 atms on the initial inflation. The pt was asymptomatic during this event. The lesion being treated was a calcified, 90% stenotic lesion in a minimally tortuous mid lad coronary artery. The physician used a 6 fr terumo introducer sheath for vascular access and a balance guidewire and a 6 fr launcher guide catheter to cross the lesion. The quantum maverick monorail balloon was being used to post-dilate a tsunami stent. The lesion had not been predilated. Despite the balloon rupture, the procedure was successfully completed with this device. No pt injuries or complications were reported. Pt status is reported as 'good'.